Event description:
Related manufacturer report number: 3005334138-2023-00145, 3005334138-2023-00146, 3005334138-2023-00147, 3005334138-2023-00148, 3005334138-2023-00149. It was reported that during a procedure, a grounding error message appeared on an rfa generator. Troubleshooting revealed a connection problem with the grounding pad plug and the generator. As a result, the procedure could not be completed.

Manufacturer narrative:
Per the additional information received, the procedure had not started. Hence, this event no longer meets the reportability criteria.

Event description:
Additional information received indicates that the doctor had not attempted to insert the probe.